Event description:
It was reported that on "(B)(6) 2011, patient underwent an anterior lumbar spinal fusion procedure at l3-4, l4-5, l5-s1 with an lt-cage. To achieve fusion, surgery was performed using rhbmp-2/acs at multiple vertebrae levels. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6) 2011: patient was pre-operatively diagnosed as: spinal stenosis. Lumbar spondylosis. Status post prior lumbar decompre ssion and fusion complicated by pseudoarthrosis of the lumbar spine. Patient underwent following procedure: diskectomies ( 3 levels, l3-l4, l4-l5, l5-s1). Interbody cages , l3-l4, l4-l5, l5-s1. (3 level). Anterior lumbar plate 3 levels l3-l4, l4-l5, l5-s1. Bone morphogenetic protein (bmp) with allograft. As per- op notes ¿the cages were packed with bmp and allograft and impacted in a good position and confirmed on fluoroscopy.¿ during procedure, patient had incidental venotomy which was repaired at the time of surgery." The patient was also pre-operatively diagnosed with degenerative disc disease and underwent retroperitoneal exposure with vascular mobilization for 3 level anterior lumbar interbody fusion at the l3-l4, l4-l5 and l5-s1 levels. On (B)(6) 2011: patient was pre- operatively diagnosed spinal stenosis. Spondylosis. L2 facet fracture. Status post anterior lumbar interbody fusion (alif) l3-l4 through l5-s1 and patient underwent posterior spinal fusion l2-s1. Segmental instrumentation l2-s1. Smith-peterson osteotomies l3-l4, l5-s1 (2 levels). Bilateral facetectomies l2-l3 through l5-s1.5) stealth navigation. Allograft with demineralized bone matrix. Laminectomy and laminotomy l5-s1. On (B)(6) 2011: patient was pre- operatively diagnosed: posterior spine incision dehiscence and underwent procedure: excisional irrigation and debridement posterior spine incision (superficial) with primary closure of posterior spine wound.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.